Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction : strip reused, strips stored in high environment storage condition, no chemistry on strip.

Event description:
Consumer complaint of blood result reading of "lo". Last tests in memory: "lo", "lo", 27mg/dl, "lo", 46mg/dl. Customer normally reads between 80-120mg/dl. Called the paramedics and they ran a blood test and got 137mg/dl. Customer removed strips from original container and threw the container away.

Event description:
Consumer complaint of blood result reading of "lo". Last tests in memory: "lo", "lo", 27mg/dl, "lo", 46mg/dl. Customer normally reads between 80-120mg/dl. Called the paramedics and they ran a blood test and got 137mg/dl. Customer removed strips from original container and threw the container away.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).